Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was not returned for additional evaluation and investigation, a definitive root cause for the alleged issue could not be determined. (B)(4).

Event description:
Initially, the patient contacted technical solutions in order to report a prometra pump with a volume discrepancy. Technical solutions followed up with agent for additional details. Agent stated that they were called to the emergency room (ER) to scan for a pump. The ER stated that they believed that the patient may be going through withdrawal. The pa accessed the pump to ensure there was medicine in the pump. The actual volume in the pump was 8.5ml and the expected volume was 5.6ml. The patient was referred back to their physician during normal office hrs to have the system fully checked out. The patient was referred to a surgeon who explanted and replaced the patient's pump.